Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-may-2015, UDI#: (B)(4). Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found difficulty with the connector led to explant. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was having a routine and expected pump replacement and during the surgery the sutureless connector was difficult to remove and had "tissue build up." The connector was removed after multiple tries and a new connector was used. No patient symptoms were reported. No further complications were reported.